Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) broke when inserting into patient's eye. Surgeon had to enlarge the incision, remove and replace the lens with another lens of same model, but different power, due to it being all the site had on hand. The patient is stable. No further information is available.

Manufacturer narrative:
Additional information received confirmed that the original lens was removed from patient's left eye and another lens of same model sn (B)(6) was placed as the replacement lens. Also, additional information received and updating the following sections below: section a2: age: 66 years section a2: date of birth: (B)(6) 1954 section a3: gender: female section e1: first name: balamurali section e1: last name: ambati section e1: email address: (B)(6) section e2: health professional: yes section e3: occupation: physician section d9: device available for evaluation? Yes; returned to manufacturer on: april 15, 2021 section h3: device evaluated by manufacturer? Yes device evaluation: visual inspection of product return under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Haptic damage (one bent haptic and one haptic with broken off material but not from inside the drill hole) was also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.